Manufacturer narrative:
The devices were not returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unknown filter vena cava filter allegedly tilted. The devices have not been removed and there were no reported attempts made to retrieve the filters. The current status of the patients are unknown. This information was received from various sources. One patient was a (B)(6) male who weighed (B)(6). One patient was a female, age and weight were not provided. Age, weight, and gender for the third patient was not provided.

Manufacturer narrative:
The lot number for the three malfunctions are unknown. The devices have not been returned for evaluation, but medical records were received and reviewed for one of the three malfunctions. The investigation for all three malfunctions is inconclusive for tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unknown filter vena cava filter allegedly tilted. This information was received from various sources. The three malfunctions involved patients with no reported consequences. One patient was a 62-year-old male who weighed 161 kilograms. One patient was a female, age and weight were not provided. Age, weight, and gender for the third patient was not provided.